Event description:
It was reported the patient's scs lead had migrated and the patient was no longer receiving bilateral stimulation. As a result the patient underwent surgical intervention on (B)(6) 2015 during which an additional lead was implanted. The issue resolved with the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.